Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  aneurysm enlargements.

Event description:
The following information was reported to gore: on (B)(6) 2014, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum aneurysm size was 90mm. At the final angiography, a type ii endoleak was confirmed. It was decided the patient would be monitored and the procedure was completed. (B)(4). On (B)(6) 2020, a reintervention was performed to treat aneurysm enlargement. Reportedly the maximum aneurysm size was 100mm. Since the follow-up examination had been performed by echography only, it was unknown when the aneurysm enlargement began. No obvious endoleaks were found at the reintervention. One aortic extender was implanted at the proximal end to extend the proximal sealing. One contralateral leg was also implanted to cover the overlap between the trunk and the contralateral leg component. The right distal leg seemed enlarged, so one iliac extender was implanted to the right distal side. The patient tolerated the procedure.